Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 11 years post the initial right total shoulder arthroplasty, the patient was revised due to a failed cage glenoid, where the poly completely eroded and one of the pegs had become loose. The surgeon was able to fully debride all cage glenoid fragments from the patient. The glenoid was revised to a competitor implant. The surgeon revised to an exactech 9mm humeral stem, +0mm humeral tray, +2.5 - 36mm humeral liner, and a reverse torque defining screw. There was a > 45 minute delay to surgery. The patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.